Event description:
A report was received that a patient's system was explanted due to infection. The physician's office was contacted, and they did not have any information regarding the patient's explant.